Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant after the lead was connected to device, the patient received an inappropriate shock due to noise. The device was replaced and the lead remains in use. The patient's condition is fine after the event.